Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-03421. It was reported that guide wire entrapment occurred. The target lesion was located in the left circumflex artery. A short choice pt guide wire was placed and a 2.50mm x 12mm apex¿ balloon catheter was advanced to the lesion. As the lesion was being predilated, the balloon catheter became stuck and would not come off the wire. The procedure was completed using another of the same short choice pt guide wire and a 2.00mm x 12mm apex¿ balloon catheter. No patient complications were reported and the patient¿s status was fine.

Event description:
Same case as MDR ID 2134265-2015-03421. It was reported that guide wire entrapment occurred. The target lesion was located in the left circumflex artery. A short choice pt guide wire was placed and a 2.50mm x 12mm apex¿ balloon catheter was advanced to the lesion. As the lesion was being predilated, the balloon catheter became stuck and would not come off the wire. The procedure was completed using another of the same short choice pt guide wire and a 2.00mm x 12mm apex¿ balloon catheter. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag. The unit returned has a kinked wire and distal end damage, as part of overall visual revision. The returned device matches with the upn provided by the customer. Visual inspection was performed and the device has a kink at the distal tip and in the middle portion of the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).